Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date in 1995. Subsequently, patient was revised on (B)(6) 2014 due to wear. The modular head, liner and shell were replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product / lot code / expiration date; date of implant - implanted in 1995; PMA/510(k) number / manufacture date. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "wear and/or deformation of articulating surfaces."

Manufacturer narrative:
The follow-up report is being filed to correct information that was reported in error on the initial report.

Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date in 1995. Subsequently, patient was revised on (B)(6) 2014 due to wear. The modular head, liner and shell were replaced.